Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-w winged yel 24ga x 0.75in needle went through the catheter. The following information was provided by the initial reporter: it was found that the needle was stuck through the catheter tube and exposed outside the skin. As a result, the indwelling needle could not be inserted.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that insyte-w winged yel 24ga x 0.75in needle went through the catheter. The following information was provided by the initial reporter: it was found that the needle was stuck through the catheter tube and exposed outside the skin. As a result, the indwelling needle could not be inserted.